Event description:
It was reported that after insertion of the intra aortic balloon, difficulty was encountered removing the spring wire guide. The intra aortic balloon and spring wire guide removed together and a second intra aortic balloon was placed successfully. There were no pt complications.